Manufacturer narrative:
The lens was returned loose in an envelope. Solution was dried on the lens. The lens was cut into pieces, typical of insertion and removal. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported patient perception of "discomfort and unfamiliar sensations". The file indicated an exchange was performed. A follow-up with the facility confirmed that the replacement lens is from a different company, but the exact type could not be confirmed. No additional information has been provided. File will be reopened when more information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intra-ocular lens (iol) implant procedure, the patient complained of discomfort and unfamiliar sensations during the adaptation period of about a month . The iol was exchanged for another lens model 45 days following the initial implant procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).